Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. The ra lead remains is use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted on (B)(6) 2019 . If information is provided in the future, a supplemental report will be issued.